Event description:
Customer reported damage to pump housing and usb port, affecting ability to charge pump.. No information was provided regarding impact on blood glucose levels. Technical support decided to replace the pump, and customer was advised to use multiple daily injections as backup therapy.